Event description:
The customer reported that the device gave an incorrect audio prompt which delayed delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported that the device gave an incorrect audio prompt which delayed delivery of therapy. The customer stated that pt outcome is unk and that the relationship between device behavior and pt outcome could not be determined. Philips evaluated the device and the involved therapy cable and could not reproduce the reported symptom. The electronic event file was reviewed by philips. The presence of artifact was noted which resulted in a shock advisory decision consistent with expected device behavior. The q-CPR cable was replaced at the discretion of repair personnel. We will consider this a malfunction of the q-CPR cable based on the customer report only.